Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing inhibition due to myopotential oversensing was observed on the ventricular channel. Programming changes were made. Device remains implanted.